Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed fa investigations found to have a frayed grip cable at the yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had an insulation defect. The procedure was completed with no reported injury.